Event description:
It was reported, the patient had an infection and pain. It was stated, the patient was in the hospital in excruciating pain and was in so much pain they could not move and they were on a pain pump. The patient wanted to know if their stimulation could be turned off wirelessly. It was noted the acute pain started two days prior to report and the reporter was not sure if the pain was coming from the stimulator. Reportedly, the patient¿s blood results showed an infection but they did not know where. It was stated, the patient was having lower back pain between the stimulator and the pain pump. It was noted the patient¿s implantable neurostimulator (ins) had not been working since implant and the patient¿s incontinence was still as bad as before implant.

Manufacturer narrative:
Product ID 3889-28 lot# va0ay16, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).